Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts with a reported value of 400 mg/dL on the iLet with Contact Detach 6 mm, 23 inch infusion sets, could not clear the alert, noted blood glucose reading as high, and resolved the issue only after performing a full supply change, after which insulin delivery resumed and glucose returned to range; replacement infusion sets were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included a review of the reported occlusion event and confirmation that the issue resolved following replacement of infusion supplies. Investigation of this case revealed that the event was consistent with an infusion set occlusion that was resolved by changing the infusion set and associated supplies. It was concluded, based on previously established findings for similar reports, that the cause was consistent with infusion set occlusion.